Event description:
Note: this report pertains to the first of three speedband superview super 7 used in the same patient and procedure. It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2021. During the procedure, the suture thread was separated from the trip wire when the first two bands were deployed. The same problem occurred with the second and third speedband superview super 7 devices. The procedure was then completed with another speedband superview super 7 device. It was also noticed that the suture thread was longer than normal while unpacking. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.